Manufacturer narrative:
Follow-up #1: date of submission: 04/04/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: review of the black box data revealed record of two call service alarms 064 indicating occlusion during the prime step. On investigation, the pump successfully performed rewind, load and prime steps. The pump was exercised for 24 hours without any alarms, errors or warnings. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the internal components, including the motor assembly. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 511 mg/dl with moderate ketones, nausea, and confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they resumed on pump therapy following replacement, and the pumps settings were not recently changed. During troubleshooting, it was reported that the pump alarmed for a call service 064 alarm. It was reported the issue occurred during the prime step of the prime sequence. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.